Manufacturer narrative:
Device is a combination product. A promus element,mr,ous 2.75 x 28 mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a shaft break located 17.5 cm distal to the distal strain relief. Analysis also identified multiple kinks on several locations of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-may-2019. It was reported that crossing difficulties were encountered. The 95% stenosed, 28 mm x 2.75 mm, target lesion was located in the severely tortuous and calcified left circumflex artery. A 2.75 x 28 mm promus element drug-eluting stent was advanced but could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube detached/separated.